Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they thought sometimes the device wasn't helping as much with their symptoms. They were currently on program #4, with the stim set at either 3.1 or 3.2, and they were not sure if the should increase more at this point or change programs. The patient stated when they started to have a loss of therapy a few weeks ago they began increasing stimulation and could feel stimulation in their buttocks on the side and seemed to be going higher than normal. The patient noted they were in the process of finding a new hcp and would follow up with them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.